Event description:
It was reported that the patient felt a flutter in their chest. The lead was electrically abandoned on (B)(6), 2009 and the pacing mode was reprogrammed to vvi. On (B)(6), 2009, the lead was put back in use. It was reported that the lead had sudden increase in threshold on (B)(6), 2010. The left ventricular output was raised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that with the lead turned back on the symptoms had resolved and the pacing mode was reprogrammed to ddd.